Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17796. It was reported that when the patient presented at a follow-up in-clinic, noise and low pacing lead impedance was observed on the right ventricular lead (rv). It was also noted that the rv lead noise resulted in the loss of pacing. During the extraction of the rv lead, visible damage was noticed on both the rv and right atrial lead (ra). Both leads were explanted and replaced. The patient was stable after the procedure.